Manufacturer narrative:
(B)(4). There are no appropriate result and conclusion codes. The device history review investigation was completed without any irregularities. The returned instrument was evaluated and it was found that one of the jaws is broken thus validating the complaint. However it was not possible to determine the cause of the broken jaw. No irregularities were found and or reported at the time of inspection and assembly of the product. The root cause is unknown. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the jaw was damaged/broken after trying to ligate the vessel. Another applier was used to complete the surgery. The patient's condition was reported as fine.